Manufacturer narrative:
Evaluation summary: two device samples were returned for evaluation. These devices had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection of the disposable hand piece # 1 revealed that the waveguide had fractured and the tip had broken off. The broken tip was returned with the device. Device # 2 showed cracking of the waveguide, and during the investigation, the waveguide broke off. The waveguides were inspected under magnification to identify the point of initial contact that caused the cracking and for device #1, eventual break. Investigation personnel concluded that the titanium waveguides were in use when they fractured. Further investigation revealed that, for each device, the dissector tip came in contact with a metal object (hemostats, clips, staples, retractors, etc.) During activation. This contact caused the waveguide to crack and eventually break off. Device #2 broke off during investigation. The investigation identified the cause of the reported event to be user error. The device instructions for use currently contain a warning against contact between the dissector tip and metal objects (hemostats, clips, staples, retractors, etc.) During activation. This issue is specific to ultrasonic dissectors. The instruction for use (IFU) also advices device users to visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. IFU also states: do not use damaged components. Use of damaged components may result in injury to the patient or user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the new device was used in surgery. Within 20 minutes there was no energy output and a red light. The device was replaced immediately and in an hour the second device had no energy output. The generator and battery were normal with no problem. There was no patient injury. Additional information received: visual inspection of the returned hand pieces revealed that the waveguide had fractured and the tip had broken off of one of the devices. The broken piece was returned with the device.